Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A customer reported that during an emergency care procedure, using a glidescope avl video baton 3-4, the video signal was intermittently lost. They reported that this caused a delay during the procedure as it took them a longer period of time to get the signal to remain on the screen long enough to be able to intubate the patient. No use of a backup device or harm to the patient was reported.